Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1580 mg/dl, and a loss of consciousness. The cause of elevated bg was unknown. Reportedly, the pump supplies were changed to address bg level. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on 9/9/2022 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.